Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 511 mg/dl at the time of incident. Customer treated with insulin pump. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed perform for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion and needle complaint due to customer return sensor no needle.